Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage calibrations were evaluated and the ma null values were corrected. A filament calibration was performed and the system was test and found to be working as intended and returned to service.